Event description:
Reportable based on the analysis completed on (B)(6) 2013. It was reported that during percutaneous transluminal angioplasty, inflation issues occurred.   The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation but the balloon could not be inflated. The device was removed. The procedure was completed using a 4mm x 20mm sterling nr balloon catheter. No patient complications were reported and the patient status was good. Returned product analysis revealed shaft perforation.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the coyote es catheter was received inside a coyote es shelf box that matched the information on the device. There was blood in the inflation lumen. The balloon was tightly folded, with no indication of positive (inflation) pressure. Magnified inspection revealed damage to the inner and outer shaft at the guidewire exit notch. The length of the shaft damage was 3cm. The shaft damage is consistent with a guidewire ripping through the inner and outer shaft. There were multiple kinks between the guidewire exit notch and the proximal balloon bond. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).